Event description:
It was reported that during the implant procedure, the physician was having placement difficulty when the right ventricular (rv) lead was pushed against an obstacle between the superior vena cava and the right atrium, which caused lead/high voltage b-coil damage. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling. It was noted that the visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.